Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that therapy didn't seem to be working. The patient's neck was bothering them and stimulation didn't reach the neck area. The issue started over the weekend. The device was indicated for cervical/neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.